Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation was performed, the returned implant has signs of use. The implant had debris on its external threads. The implant was returned outside of its original packaging, already opened. Original packaging was not returned. DHR review was completed for the subject lot number 2120007277. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120007277 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The implant was not returned in its original packaging. The implant exhibited signs of use. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that when the implant was opened, it was not attached to its support and fell to the ground. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided g4: premarket identification k011245/k002188 h4: device manufacturer date unknown / not provided.